Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 14th of august 2020 getinge became aware of an issue with one of our surgical light ¿ prismalix. As it was stated, the paint peeling was noticed on the device. No information about any injury has been provided, however we decided to report this case based on potential and in abundance of caution as any paint particles falling from the device might led to contamination. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 14th of august 2020 getinge became aware of an issue with one of our surgical light ¿ prismalix. As it was stated, the paint peeling was noticed on the device. No information about any injury has been provided, however we decided to report this case based on potential and in abundance of caution as any paint particles falling from the device might led to contamination. The device involved in the event is prismalix (prx coupole 6000 cff pal) with serial number (B)(6) and catalog number ard567237997. Manufacturing date is 12th of november 1998. Device has been almost 22 years in use till the failure occurred. It was established that when the event occurred, the surgical light did not meet its specification due to the paint having been chipped and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. Per the investigation of the subject matter experts at the manufacturer peeling paint layers that end up in chipped paint are likely caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. To prevent getinge recommends to respect the cleaning protocol avoiding prolonged exposure to detergents and disinfectant solutions, high concentrations or prohibited products. Furthermore it is recommended as per instructions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. In addition getinge recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. It is also important to notice that device was almost 22 years in use. Despite fulfilling manufacturer¿s recommendation regarding cleaning methodology and preventive maintenance, some issues may occur due to the age of parts not replaced as part of service. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.